Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized. Blood glucose at the time of the admission was 525 mg/dl. Customer experienced high ketones and vomiting. He was treated with insulin drip. It was also reported that the customer had gone to the doctor to reprogram the insulin pump. The device had an unexpected restart because the customer disconnected it and stored it without a battery since (B)(6) 2014. The insulin pump was set to factory settings. Error alarms showed in the alarm history related to the restart. Self test performed and it passed. Customer was advised to monitor the insulin pump. Blood glucose value is 260 mg/dl. Customer declined to troubleshoot for high blood glucose. Nothing further reported.